Event description:
It was reported that a large amount of lead slack was observed on the right atrial (ra) lead via diagnostic imaging during the implant procedure. The physician loosened the suture sleeve and observed insulation damage on the ra lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of insulation damage was confirmed. A visual inspection revealed the outer insulation cut at the suture sleeve tie mark location consistent with procedural damage. The inner coil was also identified to be over-torqued in the connector region and the outer lead insulation was twisted along the lead body. Electrical testing was performed and no anomalies were revealed.